Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that there were no alarms of note observed in the iabp log files. The stm inspected the pneumatic module assembly (pim) and the safety disk and did not observe any signs of blood. As a precautionary measure, the stm replaced the safety disk (p/n: 0202-00-0140) then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event. The customer reported that the iabp unit was supporting the patient for about an hour when the blood back occurred. There was no patient harm reported.